Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had failed displacement test. The customer's blood glucose level was 226 mg/dl. The customer reported that insulin did not exit during fill tubing, he tried two different infusion sets. The customer was advised to perform fill cannula of 5 units test and it was reported that the insulin exited. He was also advised to perform displacement test and it was reported that the insulin pump had failed the test due to not alarming no reservoir alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).